Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, it was observed the sheath sterile packaging was slightly opened, compromising the product sterility. The sheath was replaced for the procedure. There was no patient involvement.